Event description:
The customer reported being hospitalized due to high blood glucose over 300mg/dl. The caller stated that she was also in the emergency room on (B)(6) 2012 for high blood glucose. The customer mentioned having a hard time managing her blood glucose. The blood glucose reading at time of call was 172mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.